Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the procedure was not due to medtronic device or therapy. The caller reported that it was broken and patient was not using it anymore. No symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient hasn't used the stimulation system for 3 years and it was unclear why. Symptoms were also reported and it was confirmed that the stimulation system hasn't worked for 3 years. No further symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.